Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, a extended opening and red particles in the shell. A visual and microscopic analysis were performed which identified a sharp opening on the posterior side, fold creases, wear abrasion and delamination (approximately 5%). A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening, and partial delamination of the orientation dot (cohesive failure).

Event description:
Pharmacist reported a rupture of the right device, periprosthetic fibrous shell and granulomatous inflammation. (Resorptive). The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granulomatis inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Pharmacist reported a rupture of the right device, periprosthetic fibrous shell and granulomatous inflammation. (Resorptive). The device has been explanted.